Event description:
It was reported that the 6800 system locked up with a system failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board compute, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.